Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail end tube and ratchet rivets to resolve the issue.